Event description:
It was reported that during maintenance checkup, after the product went through autoclave sterilization, the customer noticed the valve opener became melted. No patient injury was reported.

Manufacturer narrative:
Brand name, MFR name, city and state, product information, MFR site, and PMA/510(k) are unknown; no additional information was received. A product sample was received and was forwarded to the supplier for analysis. Manufacturing device history record (DHR) is at the supplier; no further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).